Manufacturer narrative:
Additional information received 27th of aug 24 an 12th of sep 2024: it was confirmed the device appeared normal when removed from the tray and inserted. It was clarified that the when the blue knob was turned, nothing would move. The physician tried to turn the blue dial, but it stopped. The trigger was unable to be pressed and the outer sheath could not be retracted . It seemed frozen. Film evaluation summary: the reported "deployment/expansion issue" of the endurant ii iliac stent graft could not be assessed on the pre-implant films provided, therefore a cause can not be established. Lack of provision of procedural images showing the attempted deployment of the stent graft means that the reported deployment issue cannot be assessed. An unknown procedural or possible device issue cannot be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider partially retracted; a gap of 6.3cm to the front grip. A gap was observed between the graft cover tip/stent graft bare stents and the taper tip nose cone. The first proximal stent graft ring was expanded. The spiral tubing was bent/kinked under the exposed stent graft. Deformation was visible to the stent stop cup as the distal stent graft ring had retracted into the cup. Stretching was visible to the graft cover distal to the strain relief. The graft cover was snaking along the entire length. Attempts to deploy the stent graft by rotating the external slider resulted in further retraction of the stent graft and further snaking of the graft cover. The stent graft was manually removed from the delivery system. The stent graft ID was measured at 0.166-inch with some resistance noted inserting the pin gauge. A 0.0165-inch pin gauge was inserted more easily; specification is 0.166-inch minimum. The reported deployment difficulties were confirmed through analysis. Ruler cal. # 804255 pin gauges cal. # 1240049 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb etlw1610c124e was intended to be implanted as a part of the endovascular treatment of a 55+mm aaa. It was reported that during the index procedure, the device was inserted through the ipsilateral side through a 16fr sheath without issue. The device was positioned and the first 1.5- 2 stent lengths were deployed . Following this, the blue knob was unable to be turned , the trigger was unable to be depressed and the knob unable to be retracted. The device was removed through the sheath without difficulty and then removed easily. There was no harm to the patient. Alternatively a 1610 x 146 was inserted and deployed without difficulty. Per the physician the cause of the deployment issue can not de determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.